Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28 lot# va088yg, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator was removed due to infection. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up information received reported that a culture was taken from the implant site grew (B)(6). It was noted that the patient had no history of mrsa that they could find and it was unknown what caused the infection. It was reported that the infection had resolved. The patient was re-implanted with a new implantable neurostimulator (ins) on (B)(6) 2013 and was reported as getting good therapy from device. If additional information is received, a follow up report will be sent.